Manufacturer narrative:
The reported field event of loss of output was not confirmed in the laboratory. Exposure to electrocautery could temporarily inhibit the output during the explant procedure. Associated IFU warns that, electrosurgical cautery can induce ventricular arrhythmias and/or fibrillation or may cause asynchronous or inhibited pulse generator operation. Device image analysis indicated average monthly battery voltage and current trends were normal. The device was tested on the bench and using automated testing equipment, and no anomalies were found.

Event description:
It was reported that an asymptomatic patient presented in the hospital for device upgrade. The patient is dependent and prior to the procedure the device was interrogated confirming sufficient battery status and that the leads were bipolar and the mode was ddd. The pocket was opened with cauterization; twenty minutes into the procedure the patient went asystole; the device was outside the pocket at this time. The device was put back into the pocket and pacing function resumed. The rest of the procedure was completed successfully. The patient was in stable condition prior, during and post procedure.